Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was upper 200's mg/dl at the time of incident. Troubleshooting found that the customer was unable to perform a fixed prime and clear out the air bubbles as they were at school and this is a past event. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.